Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer's wife initially called to report low blood glucose levels and she needed assistance with the bolus wizard feature. The wife then stated that the customer was treated in the emergency room for high blood glucose. No blood glucose reading was reported. The wife stated that the customer has only been on insulin pump therapy for eight days and the blood glucose levels have not been stable. Advised the site to speak with the insulin pump trainer since the customer is so new to the insulin pump.